Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criterion medically significant), dysmenorrhoea ("pain- dysmenorrhea (cramping)"), fatigue ("other injuries/symptoms- fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraine/ headaches") and depression ("depression") and was found to have weight increased ("other injuries/symptoms- weight gain"). In (B)(6) 2010, the patient experienced device expulsion ("migration/ migration of essure device location of device: uterus"). On an unknown date, the patient experienced pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (d&c). Essure treatment was not changed. At the time of the report, the menorrhagia, device expulsion, dysmenorrhoea, pelvic pain, abdominal pain, fatigue, weight increased, vaginal haemorrhage, migraine and depression outcome was unknown. The reporter considered abdominal pain, depression, device expulsion, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion/ it was blocked but the coils on one side couldn't be seen. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 28-feb-2020: quality safety evaluation of ptc (product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criterion medically significant), dysmenorrhoea ("pain- dysmenorrhea (cramping)"), fatigue ("other injuries/symptoms- fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraine/ headaches") and depression ("depression") and was found to have weight increased ("other injuries/symptoms- weight gain"). In (B)(6) 2010, the patient experienced device expulsion ("migration/ migration of essure device location of device: uterus"). On an unknown date, the patient experienced pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (d&c). Essure treatment was not changed. At the time of the report, the menorrhagia, device expulsion, dysmenorrhoea, pelvic pain, abdominal pain, fatigue, weight increased, vaginal haemorrhage, migraine and depression outcome was unknown. The reporter considered abdominal pain, depression, device expulsion, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion/ it was blocked but the coils on one side couldn't be seen. Most recent follow-up information incorporated above includes: on 30-jan-2020: plaintiff fact sheet received. Event menorrhagia was made serious incident due to d&c treatment. Event device dislocation was updated to device expulsion and was downgraded. Events abnormal bleeding (vaginal), migraine headaches and depression were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("pain- dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and fatigue ("other injuries/symptoms- fatigue") and was found to have weight increased ("other injuries/symptoms- weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, fatigue, menorrhagia, pelvic pain and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received - case becomes incident. Previously reported event injury nos was removed. New events migration, pain- dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), other injuries/symptoms- fatigue and weight gain was added. Product information indication were added. Patient information date of birth were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.